Manufacturer narrative:
Neither the pump nor introducer was received for evaluation. We believe the access site bleed was related to high patient act values.

Event description:
The complainant reported an (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella cp device. During support, a hematoma formed at the impella access site. As treatment, a blood transfusion was required.